Manufacturer narrative:
The report event of high impedance was confirmed. As received, microscopic inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires being broken.

Event description:
It was reported, that patient experienced ineffective therapy. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken. Wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number: (B)(6). B3: date of event is estimated.